Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient status post motor vehicle accident with multiple trauma and right lower extremity deep vein thrombosis had a vena cava filter deployed in the infrarenal vena cava. The patient tolerated the procedure without immediate complication. Approximately four years and seven months post filter deployment, a computed tomography scan demonstrated several filter limbs appearing to extend beyond the margins of the inferior vena cava with one of the limbs abutting the posterior wall of the aorta. There was no evidence of pseudoaneurysm. The physician indicated that this was an incidental finding and no surgical intervention was needed at that time. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts have perforated into the ivc wall abutting the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.